Event description:
Procedure type: c-section. According to the reporter: the surgeon performed a c-section on a woman that has an anaphylactic allergy to beef. He used our chromic gut to close. Pt had no previous surgery other than a cs 3 years ago. At two weeks out, the pt had an anaphylactic reaction and used 2 epi-pens to subdue. Pt made it through fine. No other issues have occurred.

Manufacturer narrative:
(B)(4).